Event description:
Doctor reported file separated in canal during procedure. The patient was referred to a specialist for further treatment. There is no report of patient injury.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. A follow-up report will be submitted upon completion of product evaluation and/or if additional information regarding the patient's outcome is reported.